Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was broken. The customer's blood glucose value was 300 mg/dl and treated it with insulin pump. The customer reported that the sensor cannula was still in the body. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. See attached images for details. Inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Insertion needle passed per specifications.